Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had shortness of breath 9sob) and that it was getting worse ever since the left ventricular (lv) lead came loose and surgery was performed and the lead was replaced with a new lead. No patient complications have been reported as a result of this event.